Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged from the delivery device. The pt was in the physician's office for a treadmill exercise test when pt suffered a cardiac arrest. They were brought emergently to the cardiac cath lab with cardiopulmonary resuscitation in progress. A temporary pacemaker was placed. The pt was intubated and an intra-aortic balloon pump were placed. The pt was receiving numerous doses of epinephrine, bicarbonate, atropine, calcium carbonate, amiodarone and lidocaine per cardiac arrest protocols. Following coronary angiography, the 90% stenosis in the rca was stented with a 3.5 x 28 mm stent and a 3.5 x 12 mm stent (unknown brands); 0% residual stenosis. The physician then advanced a guide wire into the totally occluded circumflex artery and pre dilated the lesion prior to deploying a 3.5 x 28 mm stent (unknown brand) at 17 atms for 30 seconds. 0% residual stenosis was noted at the stented circumflex lesion. The express2 3.5 x 20 mm stent was introduced, but could not be advanced into the vessel. Upon retrieval of the system, the stent appeared to become trapped in the proximal circumflex/left main coronary arteries. The physician determined that he would not attempt to remove the stent at this time, due to the neurological status and critical nature of the pt. The pt was transferred to the ICU in normal sinus rhythm, off of dopamine. The pt did not appear to be responding to deep, painful sensation. Two days later, pt was taken off life support and expired. It was reported that the physician did not believe that the pt's death was related to the product malfunction.